Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 11 months, a dislogdement of the atrial lead was observed.